Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in the or for device change-out due to normal eri. Externalized conductors were noted between svc and rv coils via via fluoroscopy. During the procedure, patient experienced hypotension. Physician elected to capped the sense/pace portion of the lead; the defib portion remains active. All electrical measurements were normal. Lead to be monitored.